Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Fse arrived on site to address the reported event. Inspection of the device found that the incubator wheel clicked when it turned and that tube insert position #1 was loose and sticking out, causing an obstruction. Fse reattached the tube insert which resolved the problem. The customer was subsequently able to run quality control (qc) without issue. No further action was required by field service. A 13 month complaint history review and service history review for similar complaints was performed for the serial number (B)(6) from 29oct2017 through aware date (B)(6) 2018. There were no similar complaints identified during the search period. The aia-360 operator's manual, under chapter 7- error messages and flags was reviewed. 4002 turn table home not found: the aia-360 operator's manual indicates that the 4002 turn table home not found error message is generated when the turntable motor home sensor remains activated. The operator is instructed to turn the power off and on again. If this problem reoccurs, contact the service department. 4004 turn table slip: the aia-360 operator's manual indicates that the 4004 turn table slip error message is generated when the turntable motor slipping is detected. The operator is instructed to turn the power off and on again. If this problem reoccurs, contact the service department. The most probable cause of the reported event was due to failure of the turn table tube insert.

Event description:
The customer reported receiving "4002 turn table home not found" errors on their aia-360 analyzer. The customer inspected the turn table but did not see anything that would cause the turn table to jam. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for estradiol (e2). There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.